Event description:
It was reported that this right ventricular (rv) lead presented shock impedance issues. It was suspected of the cause to be a lead fracture, which was later confirmed through fluoroscopy. This lead was explanted, and new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead presented shock impedance issues. It was suspected for the cause to be a lead fracture, which was later confirmed through fluoroscopy. This lead was explanted, and new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was fractured. This lead was explanted, and new lead was implanted. No additional adverse patient effects were reported.